Event description:
Repair center alleged unit will not start. Per independent repair statement unit will not start. Key failure was the power switch would not start. Additional malfunctions was the valve operator was stuck and the o ring, hose clamp, and zip ties leaked.